Event description:
It was reported that o2 sensor test failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that o2 sensor test failed during pre-use check. Identification of issue has been done by analyzing problem description, service report, device¿s logs and attached photo. The review of attached device's logs confirmed occurrence of o2 sensor test failure. Based on technician statement, the nozzle units on air and o2 gas modules were defective and replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The issue was decided to be reported as the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The attached photo does not indicate any physical damage to the part. The exact root cause cannot be determined.